Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual inspection confirmed that the handpiece had the blue aluminum drill guide support and was bent. Functional inspection was performed by inserting the long attachment through the tip of the drill guide support and it could not slide through easily. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that during a tka procedure, the long attachment was not tightly fitting into hand-piece therefore leading to intra operative slow downs and issues. Unsure if it is due to the snap lock in the hand piece or the long attachment. This issue is present in all hardware on premise. The drill was removed from hand piece mid case, reinsert, recalibrate (when necessary). Investigation results revealed that drill guide support of the handpiece was bent, therefore, this event is reportable.